Event description:
It was reported that the nerve integrity monitor mainframe repeatedly powered-off during a thyroidectomy procedure. The procedure was completed without patient impact or injury. The surgeon was concerned that this may cause or contribute to patient injury if the event were to recur. The device has been returned to the manufacturer for analysis and repair.

Manufacturer narrative:
The returned mainframe was evaluated by the engineering group in the research & developement electronics lab. Valleylab force 2 electrosurgical generator (esg) serial number (B)(4), along with associated cables and probes, was provided by r & d and used during the evaluation. It was seen that the ground post did not have a cable installed. The ground cable was then installed on the ground post and re-tested. The mainframe was returned to service & repair to complete the normal repair process. The "most likely" cause of the reported event is conducted electrical disturbance due to an incomplete ground connection. (B)(4).

Manufacturer narrative:
The product testing and evaluation were conducted by quality engineers. The reported malfunction (powering off and on during use) was confirmed. The product analysis identified that the ground cable was not in place which would likely result in the unit powering off and on during use. This failure mode may likely result in a minor delay in the procedure but is not likely to result in a patient injury and a review of the complaint handling database for this product did not find any complaints with this failure mode that have resulted in a patient injury or death. This event did not result in a patient injury or death, or significant delay in the procedure that resulted in any adverse event. Based on the results of the product analysis, it has been determined that this event is no longer considered an MDR reportable event as it is not likely to cause or contribute to a serious injury or death.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer and the product evaluation is currently underway. Eval: device indications: this device is intended for use in surgical procedures for patient-connected intraoperative nerve monitoring, i.e. Assisting the surgeon in locating and mapping motor nerves through the use of electromyographic (emg) signals and electrical stimulus of nerves. This device is indicated for locating and identifying cranial and peripheral motor nerves during surgery. Precautions: be aware of external sources that may induce muting including cellular phones, diathermy, electro-cautery used in adjacent operating rooms, or other sources of electromagnetic interference. Medical electrical equipment needs special precautions regarding emc and needs to be installed and put into service according to the emc information provided in this guide. Any blank fields in this report are the result of information not being provided by the complainant or the user facility. This product is used for treatment purposes.